Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens (iol) procedure, the haptic was stuck to the lens. The physician could not get the haptic off the lens and it was reported that the lens went into the eye and was removed, there was no trauma to patient. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the autonome device. Corrective action preventive action (CAPA) was initiated to address this issue. Product referenced in this complaint has been manufactured prior to the implementation of the CAPA actions. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).